Event description:
It was reported that after two days of therapy, the renasys device gave a blockage alarm. It is unknown how the procedure was completed. No patient harm nor delay reported.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include kinks, leaks, or component damage. The IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible, a complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.